Event description:
The customer contact reported a separation. The plumset was being used to deliver 250 ml of 0.9% normal saline, at a rate of 100 ml/hr, via a plum pump. It was reported that ten minutes after the delivery was started, the tubing separated from the leg of the clave y-site. It was reported that "the tubing below the injection port fell out." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.